Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device powered up after battery installation and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. Insulin pump exposed to water. Insulin pump had dropped in to toilet and report a critical pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.